Event description:
The customer reported that the system continued to perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the fluoroscopic functions board and adjusted the power supply. The system was tested and found to be working as intended and put back in service.